Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box contains dates from (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Current pump history show only typical usage. Tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully completed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of hi on the meter (over 600 mg/dl). The reporter stated that the patient had a blood glucose of 565 mg/dl in the evening and the patient woke up with a blood glucose of "hi". The reporter stated that the patient's blood glucose levels were intermittently elevated. The pump was reviewed with the reporter. The reporter confirmed that all of the pump settings were programmed appropriately. The total daily dose history was reviewed and showed values from 26.973 units to 28.068 units; the programmed basal total was 28.080. The pump alarm history was reviewed and found that the patient had intermittent occlusion alarms overnight. A review of the occlusion alarms indicated that the occlusion alarms may have been related to the position that the patient was sleeping related to the site. Troubleshooting indicated no known issue with the pump. The cartridge filling technique was reviewed and found that the reporter was filling the cartridges with refrigerated insulin. The reporter indicated that there was no air noted in the cartridge, no leaks in the system, and the connections were secure. The reporter confirmed that the insulin was clear and was not expired. The reporter confirmed no change in activity, health, diet or medications. The reporter indicated that the patient may be going through a growth spurt which could affect blood glucose values. The reporter was advised to room temperature insulin in the cartridge. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.